Event description:
Per independent repair center statement, the irc5po2 concentrator alarm would not function. The key failure was on/off switch on the control panel was broken causing an issue that would not allow unit to alarm. Additional malfunctions were the power cord on the base was damaged.